Event description:
Broke at the distal tip during use. No pt injury or prolonging of surgery was reported. Surgeon noticed the tip was broken, but was not sure if it was broken prior to surgery or during surgery so they called for an x-ray. Pt had an x-ray which was negative for retained piece.

Manufacturer narrative:
Device is being evaluated at the mfg site. Aesculap inc has requested, but not yet received add'l info regarding the surgical procedure including date of and type of surgery.